Event description:
The event involved a 3 gang 1o2¿ manifold w/check valve, rotating luer, appx 1.2ml where it was reported after half an hour of infusion, leakage was found. The device was replaced with a new product. There was patient involvement and unknown patient harm.

Manufacturer narrative:
The complaint on the 01c-smv3v3 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no non conformities were found that would have led to the reported complaint. (B)(6).